Manufacturer narrative:
(B)(6). (B)(4). The lot was manufactured june 23, 2016 ¿ june 24, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused during infusion of 6000 mg of cephazolin in 0.9% sodium chloride. The infusion was expected to last 24 hours but the device was empty after 15 hours. There was no evidence of gravity or temperature impact. There was no patient injury or medical intervention associated with this event. No additional information is available.